Manufacturer narrative:
All available information was investigated, and the reported leaking valve was not confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and returned device analysis, the cause of the reported leak associated with bubbles in the steerable sleeve was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3 on a patient with an enlarged atrium, and a medical history of atrial fibrillation, heart failure, diabetes, hypertension, cerebrovascular accident (cva), and chronic kidney disease. A steerable guide catheter (sgc) (51006r1013) was prepared per the instructions for use (IFU). A mitraclip xtw (50929a4022) was then prepared per the IFU. However, after testing the lock, after loading the clip into the introducer, multiple air bubbles were observed in the flush port of the steerable sleeve. It was noted that multiple latent air bubbles were observed at where the catheter leaves the steerable sleeve. Troubleshooting was performed, however, the issue continued to occur. Therefore, the clip was not used and was replaced. A mitraclip xtw (50929a3058) was then prepared per the IFU. However, while inserting the clip into the sgc, it was observed that one latent bubble was crossing through the flush port of the steerable sleeve, where the catheter leaves the steerable sleeve. In the physician¿s opinion, it was fine, and the procedure was continued. The clip was then successfully deployed without complications. However, after deployment, while removing the clip delivery system (cds) into the sgc, while aspirating, air was observed in the sgc hemostasis valve. The sgc (51006r1013) was not holding fluid column. Aspiration was then performed to remove the air from the sgc. The sgc was then removed from the patient. The procedure was completed with one clip implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.